Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for thyrotropin (tsh) on an e411 analyzer. The sample resulted as 11.5 uiu/ml and this value was reported outside of the laboratory to the patient. Per the clinician, the patient would require medication for results >10 uiu/ml. Another sample was collected from the patient and tested on (B)(6) 2016 on an architect analyzer, resulting as 5.6 uiu/ml. For one of the patient samples, it was stated that the sample was repeated the next day and the same value was obtained. It is not clear which sample this statement refers to or which system this sample was tested on. A clarification has been requested. It was also stated that one of the patient samples was diluted with 25% polyethylene glycol (peg) and then tested, resulting as 7 uiu/ml. The 7 uiu/ml value correlated closely to the value from the architect analyzer. It is not known which sample was diluted with peg. A clarification has been requested. The customer did not know which value was a true result. The patient was about to have minor eye surgery and the surgery was delayed due to the high result from the e411 analyzer. The patient later received the operation and is currently stable. This patient was not adversely affected. The sample was tested on e411 analyzer serial number (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A sample from the patient was requested for investigation, but could not be provided. A general reagent issue most likely can be excluded. The differences in tsh values, generated from different samples from the same patient, possibly relate to changes in the physiological and patho-physiological conditions of the patient.

Manufacturer narrative:
It has been clarified that the original sample (with an initial result of 11.5 uiu/ml) was used for the peg dilution. It has been clarified that the second sample, which was collected and tested on (B)(6 )2016, was repeated on the architect analyzer, resulting as 5.6 uiu/ml. The second sample was also repeated on a cobas 6000 analyzer, resulting as 6.1 uiu/ml.